Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may be due to the reported blockage or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient's first renasys go, the "little gasket" came off when the canister was changed. The second device displayed a blockage full alarm even though the canister and dressing were just replaced and there was barely any drainage. The patient confirmed her nurse ensured opening of the whole is large enough and centered and that she only has one wound, but dressing is located on her buttock area near the gluteal fold. She confirmed that the device has been in upright position ever since she noticed drainage started to "gum up" and that she still feels the suctioning motion and that the tubing is not kinked or bent. She confirmed she only has one wound and it is "getting smaller¿ from 14 cm to now to 9 cm, lesser drainage, but still has tunneling measuring 9 cm deep. She reported the drainage is starting to ¿gum up" a little on top of the tubing and that it is ¿not sucking a lot¿. Troubleshooting steps were performed and it was found that a blockage is present within the soft port, therefore, it needs to be reassessed. The patient was referred back to her healthcare provider or nurse for further assessments.